Event description:
It was reported that the patient initially presented for extraction of tooth #18. Rhbmp-2/acs was used to augment the site, where a sizeable defect was present. During routine follow-up at 52 days post-op, a white circular area was noted on the crest of the ridge, approximately 1cm. The surrounding tissue was very vascular, red and swollen. The area remained unchanged in appearance until implant placement 237 days post-op. Tissue was excised from the area, with the goal of removing the white, calcified tissue. No biopsy performed at that time. Approximately one year after implant placement, the patient presented with swelling, bleeding and redness of tissue around the implant. Two months later, a biopsy and additional excision of the tissue was performed in the area of the implant #18. Pathology diagnosed the tissue as a peripheral giant cell granuloma. Post-op, the patient is healing uneventfully.

Manufacturer narrative:
(B)(4). A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.